Event description:
New information received notes noise was observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable following the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported then when the patient presented follow-up in-clinic, loss of ventricular capture was observed. Programming changes were made. The patient is stable and will continue to be monitored with home monitoring.